Manufacturer narrative:
The device was received, and an evaluation is complete. The device received an evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a slow keypad response. Service evaluation verified the slow keypad response. Evaluation performed pico test and found delta time is delayed. The processor board was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a delayed keypad response. No additional information is available.